Event description:
It was reported the patient was only getting two coupling bars. It was noted the patient was charging all day, every day. It was reported the stimulator was deeper than other patients¿ and the recharge belt did not keep the charger in place. It was reported the replacement recharger did not resolve the issue. It was noted the patient was still not able to get more than two coupling bars. It was reported the patient recharged all day and it did not charge the implant. It was noted the original recharger worked better when plugged in. It was reported the patient saw the ¿recharger charging¿ screen when plugged in, but the screen didn¿t change when they pressed the button to start charging. It was noted antenna locate never showed a number higher than thirty-six. It was reported the replacement recharger was not charging. It was noted the recharger only charged for thirty minutes and then quit. It was reported the connector pin broke when the patient was unplugging it. It was reported the patient was able to demonstrate effective recharging. It was noted the patient was in continuous mode. It was reported the patient was receiving effective therapy. It was noted the patient was able to charge their recharger with the manufacturer representative¿s desktop charger. It was reported the new recharger did not resolve the issues. It was noted the patient was going to schedule an appointment to discuss pocket revision. It was reported the patient was able to turn stimulation on and feel it. It was noted the stimulator battery was only a quarter charged. Conclusion code of c300 reported. It was noted the cable assembly with the broken connector was replaced. It was reported pocket revision surgery was scheduled for (B)(6) 2014. It was reported the stimulator was replaced with a non-rechargeable on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).